Event description:
It was reported that the patient presented to clinic for a lead revision. During the evaluation, it was discovered that the left subclavian vein was occluded, causing swelling and pain in the left arm. The right ventricle, left ventricle and atrial leads were explanted and replaced. The patient was in stable condition.